Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient turned off the stimulator due to the lead not working. The issue had not been resolved at the time of this report. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 748925, serial# (B)(4), product type: extension. Product ID: 748925, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that one of the patient¿s leads was not working. The lead was taken out of the programming. The patient also reported that the stimulation on their left side was not working since 2017. It was also reported that the patient cannot bend their left knee since 2017. No further complications are anticipated.